Manufacturer narrative:
Ortho-clinical diagnostics (ocd) performed testing on patient sample in parallel with known d+, d-, and weak d+ samples using db260a1 and 2 other lots. All results for the known sample were satisfactory. Negative results were observed with the patient sample on all 3 lots of product through out the ahg phase.